Event description:
Per independent repair center statement, the unit was alarming and or red light. The key failure was pilot valve is not shifting. Additional malfunctions were tie wraps were broken.